Event description:
Customer reported a past high blood glucose event with unknown cause. Highest level was unspecified, displaying only as "high." Cause was not known,. The customer addressed issue using a correction injection via multiple daily injections. Cts advised customer to consult with a healthcare professional to explore what might be affecting the levels, which customer understood and acknowledged.